Event description:
It was reported: the tip of the screwdriver broke. Consequently, it was impossible to remove the implanted nail. The patient may need an other surgery to remove the implants.

Manufacturer narrative:
Device not returned no evaluation will be performed. If the device or add'l info becomes available, a supplemental report will be issued.